Event description:
It was reported the patient had an issue with a catheter problem. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient was scheduled for a pump replacement due to the elective replacement indicator. It was reported the patient did not experience any symptoms. When the healthcare provider (hcp) went in and connected the pump, they couldn¿t aspirate and noted a kink. The hcp unkinked the catheter and still no aspiration was possible. As a result the hcp decided to replace the catheter while the patient was still open. The patient had no symptoms of a catheter issue prior to the surgery. There were no interventions other than the catheter replacement as it was only discovered to be an issue once the patient was opened up. The catheter was discarded. The device system had delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).